Event description:
Additional information was received from a healthcare provider (hcp). The patient had no issues that they were aware of. The patient never reported a change in their pain than what the pump was implanted to treat. The results of the MRI were unknown because the hcp did not request the MRI and it was unknown who requested it. No further troubleshooting or actions will be taken. The patient was in the previous week for a pump refill and had no issues and only commented on the effectiveness of the pump. The hcp had no further information regarding the event.

Event description:
Information was received from a company representative regarding a patient who was receiving hydromorphone 1.5 mg/ml; 0.13 mg/day via an implantable pump. Indication for use was non-malignant pain and other non-malignant pain. The date of the event was (B)(6) 2016. It was reported the patient experienced pain thus magnetic resonance imaging (MRI) was performed. A motor stall was seen at initial interrogation. It was unknown if the MRI was due to a suspected problem with the device or therapy. A pump restart was confirmed and all was good.

Event description:
Additional information was received from the manufacturer representative. The patient was fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.